Event description:
According to info received from the initial reporter, a pt with a bjork-shiley convexo-concave mitral heart valve died 2/2000. According to the initial reporter, an autopsy was performed which indicated "prosthesis thrombosis without any mechanical failure".